Event description:
It was reported that following a diagnostic cerebral angiogram, a 6f angio-seal vip was deployed without difficulty. Hemostasis was achieved. A few hours later, the pt developed a large hematoma on his leg which crossed the abdomen and extended down the opposite leg. The pt was hospitalized and was reported in good condition.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.